Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the sonicbeat's tissue grasping insulation pad fell off during an unspecified therapeutic procedure. It is unknown whether it fell off inside the body. The event caused a delay of less than 30 minutes. A backup device of the same type was used to complete the procedure. There was no patient injury or medical intervention associated with this event.